Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent partial deployment occurred. The target lesion was located in the intrahepatic artery. A 10 x 94mm x 75cm wallstent-uni¿ endoprosthesis stent was advanced to treat the lesion. However, during deployment, it was noted that the stent became stuck. The procedure was completed with another of the same device. There were no patient complications reported and the patient was well.

Manufacturer narrative:
Device evaluated by MFR.: no issues were noted with the of the delivery device. All bonds were intact with no issues noted. No issues were noted with the holding sleeve or stent cup. The markerbands were visually and microscopically reviewed and no issues were identified. The stent was not returned for analysis. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent partial deployment occurred. The target lesion was located in the intrahepatic artery. A 10 x 94mm x 75cm wallstent-uni¿ endoprosthesis stent was advanced to treat the lesion. However, during deployment, it was noted that the stent became stuck. The procedure was completed with another of the same device. There were no patient complications reported and the patient was well.